Event description:
Per the surgeon - failed occipital nerve stimulator; possible defective generator and/or lead. The surgeon removed and replaced the occipital nerve stimulator and lead.======================manufacturer response for spinal cord stimulator, spinal cord stimulator generator (per site reporter).======================rep took the device for evaluation.